Manufacturer narrative:
Correction from "the customer was not wearing protective gloves at the time of the event." To "the customer confirmed the use of gloves.". The investigation is ongoing.

Event description:
We received an allegation about an abrasion to the customer's index finger while removing racks on a cobas pro ssu analyzer. The customer allegedly cut their index finger on a sharp edge while removing the racks and while trying to clean and disinfect the spillage from the sample. The customer was not wearing protective gloves at the time of the event. No medical intervention or treatment was required.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer visited the customer's site and smoothed and dulled the sharp edges. The data was provided to the manufacturer to conduct further investigation. The cut on the operator's finger was caused by the operator who made contact with the edge of l-ul tray base when an irregular cleaning was performed. The manufacturer did not identify an instrument problem. The edge of l-ul tray base fulfills the u.l standard for 1439 (test for sharpness of edges on equipment). The user guide for cobas pro describes the safety precautions and the biohazardous materials, and states the following: "safety precautions. Non-observance of safety precautions. - to avoid serious or fatal injury, read and comply with the following safety precautions. The hazard warnings in the user documentation and on the system cannot cover every possible case, as it is impossible to predict and evaluate all circumstances beforehand. Just following the given directions may, therefore, be inadequate for operation. Always be alert and use your common sense." "Biohazardous materials. Sharps, rough edges, and/or moving parts. Some areas of the instrument may have sharps, rough edges, and/or moving parts. Contact with such parts may lead to personal injury or infection. Good laboratory practice can reduce the risk of injury. - be aware of your laboratory environment, well-prepared, and follow the instructions for use. - wear personal protective equipment to minimize the risk of injury from bodily contact with such parts, especially in less accessible areas, or while cleaning the instrument. - use personal protective equipment appropriate to the degree and type of potential hazard, e.g., suitable lab gloves, eye protection, lab coat, and footwear." The investigation did not identify a product problem.